Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately three (3) years post initial procedure, the patient presented emergently with an aneurysm rupture. The physician elected to treat the patient by implanting an aortomonoiliac (non-endologix) stent graft on (B)(6) 2022. The rupture was successfully treated and the patient is reportedly in good condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately three (3) years post initial procedure, the patient presented emergently with an aneurysm rupture. The physician elected to treat the patient by implanting an aortomonoiliac (non-endologix) stent graft on (B)(6) 2022. The rupture was successfully treated and the patient is reportedly in good condition. Additional information received per clinical assessment indicating that a type iiib endoleak of the bifurcated stent graft, significant aneurysm sac enlargement and stent buckling of the bifurcated stent graft and proximal extension also occurred at the time of the reported event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aortic rupture is confirmed. However, the reported additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a distal type iiib endoleak of the bifurcated stent graft, aneurysm sac growth (of 20mm) and stent buckling of the suprarenal extension and bifurcated stent graft occurred that were not included in the event as reported. These findings were discovered during an examination of the CT (computed tomography) scan dated (B)(6) 2022. While the rupture and sac growth were likely due to the type iiib endoleak, it is unclear what caused the stent buckling. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported to be in good condition following an additional endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5 describe event or problem. G3 awareness date. H6 medical device problem codes; remove 3190. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.